Event description:
Same case as MFR #6000093-2004-01603, 01604. Clinical study-4 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. The pt was enrolled into the program in 2004. Target lesion 1 was located in the mid-lad with 95% stenosis and was 9mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilatation and a 2.5x12mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the mid rca with 80% stenosis and was 9mm long with a reference vessel diameter of 2.5mm. Target lesion 2 was also treated with predilatation and a 2.5x12mm taxus stent, with 0% residual stenosis. Target lesion 3 was located in the proximal rca with 95% stenosis and was 4mm long with a reference vessel diameter of 2.75mm. Target lesion 3 was treated with predilatation and a 2.75x12mm taxus stent, with 0% residual stenosis. The pt was discharged the next day on asa and plavix therapy. Three days later, pt was admitted with recurrent left-sided chest pain. ECG demonstrated q-waves in v1 and v2 (unchanged from enrollment date), with no acute st-t wave changes; cardiac enzymes were negative. Per source documents, coronary angiography 3 days later revealed 80% stenosis mid-lad; 90% stenosis ostial diagonal. The lad was treated with a 2.25x8mm pixel stent, reducing the stenosis to 0%. The diagonal was treated with balloon angioplasty, reducing the stenosis to 0%. The pt was discharged the following day on continued asa and plavix therapy. In the opinion of the physician the relationship of the event to the taxus stent is "unk."